Event description:
It was reported that the drain was implanted in a separate stab wound and secured with 2-0 silk suture in 2003 during an abdominoplasty, and was broken upon removal. The pt had to have an additional surgical procedure to have drain removed.